Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed during the first few weeks of (B)(6). User made four bolus requests on (B)(6) 2017. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause low bg levels. Complaint could not be confirmed. There is no evidence of device malfunction.

Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced intermittent low blood glucose (bg) levels (55-57). Carbohydrates and glucose tablets were consumed to address the bg level. The cause of the low bg was not known. Tandem technical support reviewed the pump data and found that the pump was functioning properly and that the customer had requested multiple boluses each day. The customer reported not remembering some of the boluses and acknowledged that the low bg was due to use error (miscalculation of bolus amount/insulin stacking) and was not related to a pump issue.